Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation, as the device status was not able to be determined. In this case, minimal information regarding this event was received and attempts to get additional information have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through investigation, it was learned that there was an unknown right ventricle pulmonary artery conduit change/revision involving a 21mm bioprosthesis 7 years and 1 month after the implant of the 21mm pericardial aortic valve. It is possible that the edwards 21mm pericardial aortic valve was explanted and replaced with an unknown device. No additional information was able to be obtained.

Manufacturer narrative:
H11: corrected data: corrected section f10 (device code). Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through investigation, it was learned that the a 21mm pericardial aortic valve was explanted after an implant duration of 7 years and 1 month due to rvot obstruction requiring muscle resection. A 21mm non-edwards valve was implanted in replacement. The patient was discharged. The 21mm non-edwards valve later disabled via a valve in valve procedure 23mm transcatheter valve. The patient was discharged home in stable condition on post-operative day one.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update event. On occasion rings or valves may be explanted with no evidence of malfunction and are otherwise performing as intended. For example, a patient may undergo open-heart surgery for an unrelated reason. If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. In these cases, the valve may require removal to facilitate repair of the injury. In this case, the valve was explanted due to rvot obstruction requiring muscle resection. There was no allegation of device deficiency. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.